Event description:
The customer reported that they were running saline through a fluid warmer and the temperature the machine was running at was approximately 47 degrees celsius which exceeded that stated on the machine of 42 degrees celsius. The device was switched off and another device was used to complete the case. The patient was not affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
This issue was not confirmed as the device was not returned for evaluation.

Event description:
The customer reported that they were running saline through a fluid warmer and the temperature the machine was running at was approximately 47 degrees celsius which exceeded that stated on the machine of 42 degrees celsius. The device was switched off and another device was used to complete the case. The patient was not affected and no adverse consequence or clinically relevant delay in treatment was reported.